Event description:
Procedure: abdominal exploratory surgery. Reportedly, in 2004 the patient had exploratory surgery without any reported incidents. At the time the patient was closed with a size 0 double looped suture. Approximately 3 days after the procedure the patient was returned to surgery for wound dehiscence. The staff reports observing a broken suture(s). The wound was closed again and there is no further information available about the status of the patient.